Event description:
It was reported the patient¿s stimulator malfunctioned and they needed a replacement which occurred on (B)(6) 2013. The malfunction entailed a moving accident where a piece of furniture struck the system and one of the leads broke. This information was previously reported in regulatory report #3004209178-2013-21542. Any new information will be filled as a supple mental on this report.

Event description:
It was reported that the patient absolutely loved their device until they moved and hit their right buttocks hard and now it was not working. It was noted that the patient had to ¿cathe¿ again. Additional information received reported that the device worked great until the patient hit it hard while moving. It was noted that the patient went to the ER and had x-rays done. It was noted that the wires looked ¿okay.¿ it was noted that ¿they¿ had never seen one.¿ it was further noted that maybe the box was damaged. It was further noted that when the patient would set it up or turn it on the patient could feel the ¿ems-type¿ feeling in her butt, her thigh cramped, and her big toe wiggled. Additional information received reported that the patient still had concerns regarding their device but that they were working with their doctor or manufacturing representative. It was further noted that the patient had an appointment on ¿(B)(6).¿ it was noted that the patient hit their implant on a doorknob while moving. It was noted that it stopped working and that the patient was back on catheters.

Event description:
It was later reported the patient backed into a doorknob while moving and had to have surgery again, ¿butt connectors.¿ it was stated it was not working at all but the first time it ¿worked like a dream.¿

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had their device implanted six months prior to report then they hit a doorknob and it didn¿t work anymore. It was stated the patient¿s doctor put ¿butt connectors¿ in but it didn¿t work.

Event description:
It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va071f4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient had their first implant put in around (B)(6) 2013 and it stopped working around (B)(6). The patient stated their surgeon used the same battery with butt connectors and it worked two days. The patient then had two more surgeries, one to take out the wire with the butt connectors and battery and throw them out and the doctor also put a wire on the left side. Reportedly, the patient's last surgery was to put the new battery in and their doctor kept saying it wouldn't work. The patient stated their old doctor put wires on both sides and it worked wonderfully and stretched their bladder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was too shallow in the pocket on the patient¿s right buttocks. The patient stated that the doctor told them they put leads on left and right because their bladder was distended on both sides. It was reported that they had it ¿re done in las cruces,¿ but they were told that the doctor did not know that the battery had to be replaced, so it didn¿t work. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, the patient's dob is unknown. Product ID 3889-28 lot#(B)(4)serial# implanted: (B)(6)2013 explanted: (B)(6)2014 product type lead other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2017-02-15, (B)(4) due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. In MFR report #3007566237-2018-01587 the following information was reported: ¿information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to go over MRI compatibility guidelines because she previously has had open mris before but the MRI facility did not want to scan her because of her implant. The patient was in pain. The patient also reported that she had two neurostimulators that didn't work. There were no further complications or anticipations reported with this event. Additional information was received on 2018-jun-25. It was reported that the pain was not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that after the patient hit a doorknob, the patient reported ¿inoperable¿, their leg was pulling up, they had pain in their butt cheek, and had hip muscle spasms. No further complications were reported.